Event description:
A pt capillary sample was tested, using the suspect device, with a result of 590 mg/dl. Eleven minutes later, a venous sample was reportedly obtained from the same pt and when tested in the facility's lab, measured 87 mg/dl. Reporter stated that, 12 minutes later, pt's blood glucose was retested using the suspect device, with a result of "hi" (> 600 mg/dl). Reporter noted thst the pt was not treated based on the values obtained on the suspect device. Quality control testing and linearity testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.